Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd injector locking n40-o disconnected from the luer lock. The following information was provided by the initial reporter: material #515056 lot #unknown. I received an email last night when I was out of the office. Disconnect from the distal end of the secondary. Please communication from the customer.... Just wanted to make you aware we had another incident last evening of a secondary set becoming unattached from the injector. I asked the nurse to put this in the same box with the other disconnected tubing. The medication was cyclophosphamide. It had just finished infusing. No adverse effect or injury.